Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer got a broken force sensor detected during seating or regular delivery alarm before critical pump error alarm. The customer¿s blood glucose level was 180 mg/dl at the time of incident. The display screen of the insulin pump had critical pump error image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.